Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels below 22 mg/dl; cause was unknown. Reportedly, the customer used glucagon, glucose tablets, or consumed food to treat the low bg levels. Recommendation was made to consult with healthcare provider regarding diabetes management.